Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged due to the curvature of the subclavian artery. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first distal row of stent struts was lifted. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon was reviewed and no issues were noted with the overall balloon body. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged due to the curvature of the subclavian artery. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.